Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's blood glucose was 356 mg/dl at the time of the call. Customer stated they resolved the alarm by removing their infusion set from their site. Customer stated they had to remove their infusion set six times before the alarm was resolved. Customer did not want to return their supplies for analysis. The customer declined to troubleshoot for their high blood glucose. No additional information provided.